Event description:
It was reported that the customer inserted a new sensor and the insertion site began to bleed. There were no signs of infection and the customer's blood glucose was at 174 mg/dl. The customer was advised to apply firm pressure until bleeding stops and to contact a doctor if the bleeding persisted. The insertion site was in the abdomen and blood was noted under the base of the sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.